Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and lead externalization was noted. All electrical measurements were in range, so the patient will continue to be monitored through merlin.net. The patient was in stable condition.